Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The customer was performing a procedure which was completed by moved use another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stuck on boot up screen. A review of the system logfile confirmed the multiple suite pc errors. Upon functional testing, the fse found suite pc error. To resolve the reported issue, the reloaded the suite pc software. After reloading the software, the system returned to use in good working order.